Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none analysis and results: the batch manufacturing record of the involved batch was reviewed and no deviations were found. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The sponge and the tube are attached by a validated glueing process and two knots are done. In process control inspects that the glueing and knotting of the tube and the sponge is performed. The batch fulfills the OEM requirement. Regarding the time of the sponge in the patient, information was received that the sponge was more or less 48 hours in the patient, which follows the instructions for use of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: regarding the positioning of the product in the patient, information was received that the sponge was most likely in contact with reflux of gastric fluids, because the insufficiency was located very further down. It must be taken into account that eso-sponge is not intended to be used inside the stomach, it is indicated to be used only in the oesophageal region. Final conclusion: without samples a study cannot be performed on the affected product to see if it does not fulfill the specifications. In consequence, a proper analysis cannot be done. Note of this incidence will be made and if any sample is received in the future, the case will be re-opened and analyzed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Tube detached from the sponge when changing.